Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the reason for return however it was noted that there was an error in the update history. It was further noted that the stylus was bent and it was replaced to resolve. Software was reloaded and the device cleaned and it passed all final functional and systems tests.

Event description:
It was reported that the programmer was running very slowly and that it then generated an error. The programmer was turned off and back on but there was no change. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported via follow-up response that the programmer "froze" during an implant procedure (as opposed to going slowly) and that there was not an error message. The programmer was changed out and the procedure completed.